Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the backup battery clip connector on the power module was not confirmed as no products were returned for analysis. Multiple attempts were made to determine if any photos of the damage were available for review; however, the information was not provided. Provided information stated that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook (rev. B) section 3 ¿ ¿powering the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. This section also states that the power module internal backup battery provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 patient handbook (rev. B) section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook (rev. B) and the instructions for use (rev. B) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 20oct2010. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that power module was noted with a broken cable, which located at the plug of the battery connection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.